Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the user facility did not train the reprocessing staff sufficiently on device handling and reprocessing in accordance with the instructions for use (IFU). The instructions for use (IFU) provides the following guidelines: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. IFU (reprocessing manual) 2.5, 2.6 and 2.10 states detailed information of usage and cleaning steps of aw channel cleaning adapter, mh-948, suction cleaning adapter, mh-856, single use cleaning brush, maj-1888.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed the customer was not using the air/water channel cleaning adapter (mh-948), the suction cleaning adapter (mh-856), and the single use soft brush (maj-1888). The customer will be using a non-olympus automated flushing machine and non-olympus automated endoscope reprocessor. The staff understood to contact the manufacturer of these products for the instructions and guidelines. The ess covered the guidelines on reprocessing the olympus scope per the on-track form and manual. The customer also understood that the reprocessing manual was the validated source of instructions. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the evis exera ii duodenovideoscope was being reprocessed incorrectly. No patient involvement was reported.